Event description:
Additional info: post-op day 1, the pt was doing well and then had increased abdominal pain in the ruq and rlq. Pt received more narcotics as a result of the pain and because of that, had some respiratory difficulties, but nothing significant. The pt's white count also went from 10,000 to 16,000. As a result, the dr decided to perform an exploratory surgery later in the day. The drains were removed at the start of the surgery. The surgeon went through the previous incision. There were no signs of gross contamination; the appendix looked good; the ileoleal anastomosis appeared patent and healthy; an eval of the rlq showed no inflammation of the small bowel; the mesentery defect was still closed; looked at the anterior of the staple line and was unable to find any leak; the right abdominal gastrectomy showed minimal signs of inflammation; there was no fluid collection in the luq but there was some in the ruq and the rlq; there were some changes around the gall bladder; further exploration and careful probing found a small leak on the right lateral aspect of the duodenal anastomosis that was then repaired by sutures; tubes were inserted and the surgery was ended.